Event description:
It was observed that during the device evaluation, the subject device exhibited white foreign objects in the jet tube and clogging of the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified for the white foreign objects. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Based on the results of the investigation, a root cause could not be identified for the clogging of the jet channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.